Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 01/15/2015 with the following findings: the pump battery compartment was observed to be cracked from the grip pad to the case seal. The battery cap was not returned with the pump but a test cap was confirmed to be able to secure and power on the pump appropriately. (B)(6).

Event description:
The pump was returned to animas. Product analysis evaluated the pump and found that the battery compartment was cracked. This report is made based on the results of evaluation completed 01/15/2015.